Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. At the time of the call the customer had already performed a pump reset which resolved the issue. Customer¿s blood glucose level ranged from 180-181 mg/dl. The customer continued using the pump for insulin therapy.